Event description:
Rptr used johnson & johnson 1" all purpose cloth tape, lot 3616b, to tape down the glued ears of their airedale pup. Airedale ears are glued to lay in the proper position as adults. The tape was strung around the head to hold down the tips of the ears so the pup could not dislodge the glued ears. This procedure has never resulted in a problem until now. Within 3 days, the puppy had seeping sores under the tape. Removing the tape was extremely painful as the vet said that the sore spots were equivalent to burns in humans. Their puppy required heavy sedation to clean and medication as the pain was unbearable. Puppy had also developed a temperature of 104 degrees by the time she was seen by the vet. J&j advertises this tape as "strong, durable and breathable for long-lasting protection. Dermalogically tested for sensitive skin". When rptr reported the incident to j&j, the first reaction was that this product is for humans and had never been tested for animals. Rptr explained to them that first-aid products purchased in a drug store should be safe for animals unless otherwise stated. Their complaint was noted. Another litter puppy had the same ear procedure using the j&j tape at the same time. Rptr learned last night that the tape had to be removed also because an irritation was developing.